Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material in the nozzle could not be identified and a definitive root cause of the issue could not be determined, as there was no device deformation that might contribute to the retention of foreign material, however, it is likely that the issue was the result of insufficient cleaning /reprocessing. The event may be detected/prevented by following the instructions for use sections below: gif/cf/pcf-290 series operation manual ¿chapter 3 preparation and inspection. Gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) reprocessing survey info: - device was cleaned, disinfected, and sterilized before being sent to olympus - was there a delay in the start of pre-cleaning: no - air/water nozzle was flushed with water and air: yes - were there abnormalities in the accessories used for reprocessing: no - did the customer pre-soak in detergent solution: na - was wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges: yes - did the customer flush the air/water nozzle / channel with the detergent solution: yes olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the complaint was confirmed. The device evaluation found the following; due to clogging of nozzle, air supply volume does not meet the standard value; due to clogging of nozzle, water supply volume does not meet the standard value; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; adhesive on bending section cover or distal sheath rubber has white-clouded area; adhesive on bending section cover or distal sheath rubber has a chip; adhesive on bending section cover or distal sheath rubber has a crack; due to clogging of nozzle, water removal ability does not meet the standard value; switch3 has a scratch; protector of universal cord on scope connector side has a scratch; image guide protector has a scratch; objective lens has a chip; plastic distal end cover has a dent; drainage failure in the tip nozzle; operating part angle play; insufficient angle of the insertion tube bending tube; insertion part curved rubber adhesive part missing; distal tip cover crushed; and connecting tube has a scratch. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope, cannot send air/water (no flow from the main air/water system). There were no reports of patient or user harm associated with this event inspection and testing of the returned device found that the nozzle was clogged with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction.